Event description:
A patient reported that now and then they pick up a bladder infection, but the nip it in the bud before it gets there. Whenever they had one, they would go in to see their doctor. They did not have a specific date for the bladder infections, but just said they happen now and again. They used to get one every year but told their doctor that those have slowed down. The patient also noted that now and again they would get urine stopping, but not too often. Their symptom control was good. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
Additional information from the initial report stated it was asked when the patient was not able to pee, but was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they did not know what led to the bladder infections. They had bladder infections ever year, so they went to their healthcare provider (hcp) to help with the problem. It was noted that the hcp put a "stint" in the patient's bladder, and it had been helping so far. The patient mentioned that they needed the stint "to stop and start again," and have not had a bladder infection. It was noted that the urine starting and stopping was a very uncomfortable feeling. They hoped that they could empty their bladder all the way, and wouldn&#38183; have to go back to the hospital for bleeding that hurt. It seemed like it was working, but the patient felt like they were going to have another problem with their bladder. They did not want to start bleeding again. Everything was good, but now they were having the same problem again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.